Event description:
Incident details: the hospital reported ventilation stopped during a case. It was reported that the patient went into respiratory arrest. The patient was placed on a different anesthesia machine. The patient recovered. There were no patient sequelae reported. The damaged container was a disposable medisorb multi-absorber container manufactured by airlife finland oy. (B)(6) has notified the manufacturer. Incident details: this report reflects information received by FDA in form of a notification per 803.22 (b) (2).